Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reported that on the day the dental implant was placed, in fdi 26 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: implant surface was not completely covered with bone. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.